Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4) on 23-aug-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2016, the patient was found to have breast neoplasm ("removal of breast tumor"). On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), migraine ("migraine"), tinnitus ("tinnitus"), dizziness ("dizziness"), paranasal sinus inflammation ("sinus inflammation"), ear infection ("otitis"), parosmia ("change in smell"), rhinitis allergic ("allergic rhinitis"), eye allergy ("chronic eye allergy"), dermatitis contact ("intolerance or allergy to cosmetic and household products"), myalgia ("muscle pain"), arthralgia ("joint pain") and adenomyosis ("focal adenomyosis") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy with preservation of ovaries and bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, migraine, weight increased, tinnitus, dizziness, paranasal sinus inflammation, ear infection, parosmia, rhinitis allergic, eye allergy, dermatitis contact, myalgia, arthralgia, breast neoplasm and adenomyosis outcome was unknown. The reporter considered arthralgia, breast neoplasm, dermatitis contact, dizziness, ear infection, eye allergy, migraine, myalgia, paranasal sinus inflammation, parosmia, pelvic pain, rhinitis allergic, tinnitus and weight increased to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Allergy test - on (B)(6) 2021: allergy card result: sodium metobisulfite, titanium oxalate, nickel. Pathology test - on (B)(6) 2021: essure is found in each tubal lumen, in place, with a preserved appearance. Microscopic examination: there are focal lesions of adenomyosis in the form of stretched glandular lumps arranged in the depth of the myometrium. The myometrium does not show any other lesion. The exocervix and endocervix are covered by a non-suspicious squamous and glandular epithelium. The right and left tubes do not have any remarkable abnormality, in particular, no argument in favour of deposits of inorganic material. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 23-aug-2021. The most recent information was received on 27-aug-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2016, the patient was found to have breast neoplasm ("removal of breast tumor"). On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), migraine ("migraine"), tinnitus ("tinnitus"), dizziness ("dizziness"), paranasal sinus inflammation ("sinus inflammation"), ear infection ("otitis"), parosmia ("change in smell"), rhinitis allergic ("allergic rhinitis"), eye allergy ("chronic eye allergy"), dermatitis contact ("intolerance or allergy to cosmetic and household products"), myalgia ("muscle pain"), arthralgia ("joint pain") and adenomyosis ("focal adenomyosis") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy with preservation of ovaries and bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, migraine, weight increased, tinnitus, dizziness, paranasal sinus inflammation, ear infection, parosmia, rhinitis allergic, eye allergy, dermatitis contact, myalgia, arthralgia, breast neoplasm and adenomyosis outcome was unknown. The reporter considered adenomyosis, arthralgia, breast neoplasm, dermatitis contact, dizziness, ear infection, eye allergy, migraine, myalgia, paranasal sinus inflammation, parosmia, pelvic pain, rhinitis allergic, tinnitus and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 56 kgs. Allergy test - on (B)(6) 2021: allergy card result: sodium metobisulfite, titanium oxalate, nickel. Pathology test - on (B)(6) 2021: essure is found in each tubal lumen, in place, with a preserved appearance. Microscopic examination: there are focal lesions of adenomyosis in the form of stretched glandular lumps arranged in the depth of the myometrium. The myometrium does not show any other lesion. The exocervix and endocervix are covered by a non-suspicious squamous and glandular epithelium. The right and left tubes do not have any remarkable abnormality, in particular, no argument in favour of deposits of inorganic material.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 27-aug-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.